Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking. Customer loaded a new cartridge to address the issue. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
Additional information was received indicating the rack pushrod on the pump was damaged, which led to difficulties loading cartridges. Reportedly, ¿rubber turned to goo¿. The customer's blood glucose level was 340-341 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. D9, h10 additional manufacturer narrative, h6 problem code 1354- remove, h6 problem code 1316- added, h6 problem code 2183- added d9, h10 additional manufacturer narrative, h6 problem code 1354- remove, h6 problem code 1316- added, h6 problem code 2183- added